Manufacturer narrative:
The received sample was reported as an IV tubing set with an unknown product concern. Functional testing observed a leak at the area between the vent arm and vent cap components. Further inspection of the observed leaking vent cap component observed a partial blockage of the vent cap material. The probable cause of the leak was a partial blockage of the vent cap material which impeded the fluid path. The root cause of the blockage occurred during the assembly process of the vent cap component and the vent arm component.

Event description:
It was reported that an IV syringe adapter set with an unknown product concern was returned with other complaints from the customer. A patient label was received with the product, presuming that there was patient involvement, however there was no report of patient harm. The event occurred in the nicu. Although requested, there were no further details or information received regarding this event.